Event description:
It was reported by service report that the head of the stretcher would not stay up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: fowler, gas spring tip.